Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and "exchange due to concerns with the product." Device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b d9 h3 h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening in the posterior side assessed as unidentified tear opening and (the thickness within specification.). Additional observations: crease flat observed in the device. Wear abrasion observed in the device.